Manufacturer narrative:
An event of retraction issues and material deformation was reported. Information from the field indicated that the valve capsule encapsulated the valve after rotating the deployment wheel to the end of rotation and using the micro adjustment wheel. It was also noted that the valve capsule was observed to be folded onto itself on the proximal end of the valve capsule after removal from the patient. Based on all available information, a cause for the reported information could not be determined. It is possible that interaction with the patient anatomy during advancement or repositioning resulted in the valve capsule folding onto itself and possibly resulted in the valve retraction issues. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 29mm navitor valve and large flexnav delivery system were selected for procedure. It was noted during procedure that the valve was deployed at an improper depth. When attempting to re-sheath the valve, it was noted that valve capsule would not completely encapsulate the valve. There was only one attempt to re-sheath the valve and the deployment wheel bottomed out. The micro adjustment slide was used to fully re-sheath the 29mm navitor valve into the valve capsule after several turns of the micro adjustment slide, while in the middle of the descending aorta. The 29mm navitor valve and large flexnav delivery system were completely removed from the patient's body. Inspection of the delivery system found that the valve capsule had folded onto itself on the proximal end of the valve capsule. There was no damage to the 29mm navitor valve noted and no crossed or misaligned stent struts. There had been no difficulty noted loading the valve and no issues leading the retainer tabs into the retainer receptacle during device preparation. The patient did not have a tortuous anatomy. The decision was made replace the 29mm navitor valve and large flexnav delivery system with ones of the same size to complete the procedure. The patient remained hemodynamically stable throughout the procedure and no adverse patient consequences were reported. The patient was stable at the time of report.